Event description:
It was reported that the product is fraying and the health care professional has to pull out the fibers in the wound using tweezers.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample or information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case may be reopened a device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The complaints history for part number 66800560 was reviewed over a three year period and found zero complaints relating to the failure mode. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments - in conclusion: without the sample for evaluation and based on the information provided the root cause of the fraying cannot be concluded. It is unknown if the reported exudate management indicated low exudate producing wounds which could in fact affect the gelling capability of the dressing and result in wound adherence, as the dressing changes were reportedly within the 1st to 3rd day. As noted in the IFU, low exudate in the wound bed may require moisture to assist with removal. The patient impact was the reported 0-30 minute extension during which fibers were reportedly removed via tweezers. No further impact is anticipated as the patient was reportedly fine. Should additional clinically relevant information become available, smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.